Manufacturer narrative:
The device was used for treatment, not diagnosis. A review of the device history record has been requested. An investigation could not be completed and no conclusion could be drawn as the device was not returned.

Event description:
A device report from synthes EU provides information from a facility in (B)(6). It was reported that when the doctor inserted the va locking screw into the patient's arm over the guiding block, most distal radial side, the screw penetrated the plate. Reportedly, the doctor was able to turn the screw counter clockwise and was able to implant the plate into the patient's arm. This is report number 1 of 2 for the same event.

Manufacturer narrative:
Device is used for treatment, not diagnosis. DHR was reviewed with no complaint related anomalies noted.